Event description:
One of rn's pts brought into the clinic 2 of his newton iq 4 lead tubing sets. This pt reported that while he was undergoing his dialysis, he noticed fluid leaking from the second disconnect connector. As a result of this event, prophylactic antibiotics were ordered. No signs or symptoms of peritonitis were reported by this pt for this event. The pt continues peritoneal dialysis treatment with no ill effect from this event. A sample is available.